Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the network interface card (nic) board failed causing an error message "pump failed" which was displayed on the central control monitor (ccm). The device was not changed out, as they changed the configuration and used another nic board. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.